Event description:
On 10/4/93, during a routine cardiac arrest case at emergency dept, a r2 defibrillator patch was suspected to be faulty. The ll+ (apex) patch was arcing. The suspected faulty r2 defibrillator patches were evaluated by biomed engineering. An open circuit on the ll+ (apex) patch was noted.